Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no motor error alarm, unexpected no delivery alarm or displacement anomalies on the device. The motor was tested outside of the device and passed. There was no cosmetic damage found during physical inspection.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and cosmetic damage. Customer's blood glucose level went as high as 400 mg/dl. Troubleshooting for no delivery alarm was performed. Customer received the alarm during bolus delivery and basal delivery. Customer performed a self-test and passed. Customer was assisted with performed a fixed prime and insulin exited the tubing. Customer performed a self-test and passed. Customer advised they changed out the set and reservoir twice however the alarm recurred. Troubleshooting for cosmetic damage was performed. Customer advised they had a cat scan performed while wearing the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.